Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 47 mg/dl customer stated that the battery cap was damaged. Customer declined troubleshoot for low blood glucose level. The product will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with stripped battery cap coin slot(p), minor scratched lcd window and cracked battery tube threads.